Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, two vasoview 6 devices would not turn on. Two replacement devices were used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded. Refer to MFR report# 2242352-2012-00246 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).